Manufacturer narrative:
The instrument arrived contaminated and without damages. A visual inspection of the jaw was conducted. No abnormalities were found for soiling method, such as burned or charred peak. Mechanical l function test for clamping and cutting was conducted both conformed to specifications. Connected to generator to test the electrical functionality of the device and received the following results: activation with open jaw / results-regrasp open; performed to specifications. Activation with wet tissue / results-sealing; performed to specifications. Activation with closed jaw / results-regrasp short; did not perform to specification error message is not correct it should read "regrasp open", therefore there isn't any contact between the upper and lower jaw. The instrument was decontaminated before the microscopic inspection of the jaw to find the root cause. On the surface of the lower and upper jaw, the melting points and pits were detected. It is cause by staples or faulty insulation in the instrument. The status of the dissection clip was investigated. The tongues of the clip are deformed. The manufacturing documents have been checked and found to be according to specification valid during at the time of production. The current failure rate is outside the risk analysis.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: france. During a hysterectomy, there was an electrical arc observed. A plastic part of the jaws of the caiman melted. The generator went into safety mode.